Event description:
Laparoscopic umbilical hernia - "(B)(6) provided following details. Dr (B)(6) lap hernia case on (B)(6) 2014 thought bowel may have been nicked. Case converted to open procedure. Patient remained in hospital overnight and had symptoms the next day. (B)(6) 2014 patient underwent laparoscopic small bowel resection surgery. Surgeon dissatisfied with visibility that 12 mm ctr73 trocar provided due to design of trocar tip. Many details still not available." Intervention - "mini laparotomy small bowel resection performed on (B)(6) 2014." Patient status - "patient was discharged on (B)(6) 2014."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  Applied medical has reviewed the details surrounding the incident and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. This document represents our final report.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.